Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2012 the patient underwent the following surgeries: laparoscopic lumbar interbody fusion, l5-s1, with a cage and rhbmp-2/acs using 0-arm navigation with percutaneous posterior instrumentation to treat the following pre-op diagnosis: lumbar degeneration, l5-s1. Op notes: using a navigated trephine, a core was made and distraction was done up to 14 mm. A 16 x 20 mm cage was selected. Rhbmp-2/acs was reconstituted with sterile water and soaked into a synthetic collagen sponge, which was placed in the implant. This was then freehanded into position. An excellent fit was achieved. Two lateral incisions were made, and the cannulated awl was impacted across the pedicles at ls and s1. Guidewires were inserted. The tissue was dilated over the guidewires, followed by tapping and placement of 6.5 x 50 mm screws. A system was used to percutaneously insert a rod between the screw heads and the lock nuts were broken off. The procedure was replicated on the opposite side. A final ap and lateral spin were taken to assure good position of hardware and implants. The wounds were closed with vicryl and monocryl, and dressings were applied. The patient was awakened smoothly from anesthesia and removed from the operating room in a stable condition. On (B)(6) 2012 the patient underwent the following surgeries: laparoscopic anterior lumbar interbody fusion at l5-s1 to treat the following pre-op diagnosis: degenerative disc disease, l5-s1. Op notes: a transversely-oriented incision at roughly the mid hypogastrium to place a 12 mm trocar to help with retraction. We also, with fluoro navigation, were able to visualize the level of the l5-s1 spine towards the midline and this allowed me to make an incision in the posterior peritoneum with the harmonic scalpel which the surgeon extended proximally and distally. We then dissected down onto the l5-s1 disc area obtaining hemostasis with the harmonic scalpel the landmarks here were such that the left iliac vein was quite prominent over the central and left lateral aspect of the disc space, so the dissection plane carried down just lateral to the right iliac artery. The surgeon dissected down onto the l5-s1 spine area or disc area, the surgeons were able to compromise the descending vein branch and the middle sacral artery, utilizing the harmonic and then with blunt we were able mobilize the left iliac vein off of the lateral aspect of l5-s1. The surgeon was then able to place a single cage at the mid-level of the l5-s1 disc without any significant bleeding. Upon completion of this, again without evidence of bleeding, we then used a 2-0 v-lock suture in a running fashion to reapproximate the posterior peritoneum. Then utilized the 5 mm camera and evaluated the cephalic portion of the abdomen, once again paying special attention to the left upper quadrant. Again, there was no evidence of any type of bowel injury or fluid to suggest a bowel injury. The 5 mm trocars were then removed under direct vision and no bleeding was noted from trocar sites. The 12 mm trocar site was removed and gas was allowed to escape from the abdomen. The fascia at that level was approximated with a 0 pds figure-of-eight the wounds were irrigated with saline. The hypogastric wound was approximated with 3-0 vicryl subcutaneous and then all skin wounds were approximated with 4-0 monocryl in a subcuticular fashion. Steri-strips were applied. At this point, there was no significant bleeding and the sponge, needle and instrument counts were correct. The patient was then to be placed in a prone position for attempted posterior percutaneous pedicle screw fixation.